Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/12/2015 with the following findings: a cs-069 'call service alarm', which is defined as language file corruption and records as a cs-087 'call service alarm', was reproduced during the investigation by applying light pressure to the u39 chip: the reported issue was duplicated. The reported issue was directly caused by the failure of the u39 component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-087 call service alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.